Event description:
A dialysis facility technician reported that during a patient treatment on a system 1000 hemodialysis machine, microbubbles of air were observed past the air detector without a machine alarm. The blood pump was immediately turned off before any air had reached the patient. It was reported that the arterial blood drip chamber was void of blood for an unknown reason. The blood level in the venous drip chamber was appropriate. There was no patient injury or medical intervention associated with this incident.